Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially called on 08-apr-2021 to report that she bumped against something and the adc freestyle libre sensor fell off. A replacement sensor was ordered however, the customer called back on 19-apr-2021 to report a delivery issue involving the replacement product. Consequently, the customer experienced a loss of consciousness and was unable to self-treat. There was no report of self-treatment or third-party intervention for the reported issues. No further information was provided. There was no report of death or permanent injury associated with this event.